Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. No product sample was returned for investigation. One photograph of the device was received for analysis. Upon magnification, abrasions were visible on the device cuff in the image, however, the investigation could not identify a source of leakage from the image, therefore the complaint could not be confirmed. Review of manufacturing device history records found no non-conformances or anomalies that could result in the reported issue. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the customer stated the damaged trach has a cuff that is leaking water when inflated. This is a custom trach, with the tight-to-shaft cuff added on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.